Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel. Electrode belt sn (B)(4) was returned to the distributor for evaluation. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. The therapy electrode is designed to exceed the surface area requirements of ansi/aami df80:2003. Additionally, the garment's silver-impregnated mesh that holds each therapy electrode provides a conductive interface from the shocking surface of the therapy electrode to the patient's skin.

Event description:
A us distributor reported that a patient was appropriately treated by the lifevest. The patient reported that after the treatment, the patient experienced a burn under the one of the therapy electrodes. Device evaluation of the electrode belt confirmed that the belt had fully deployed gel. The therapy electrode is designed to exceed the surface area requirements of ansi/aami df80:2003. Additionally, the garment's silver-impregnated mesh that holds each therapy electrode provides a conductive interface from the shocking surface of the therapy electrode to the patient's skin. The patient was given a cream for the burn from hospital staff. Follow-up indicated that the burn had healed.